Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported charge/battery lasts less than expected, unexpected battery power loss. The event involved product(s) mmt-1884, mmt-332a, mmt-397a. Troubleshooting was performed. Customer is calling back within 1 week of troubleshooting low battery/short battery life with same issue. Customer is using aa lithium battery as recommended. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 250 pounds to 270 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 270 pounds which is updated in section a4. The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts/alarms noted during testing. One instance in april 2025 the battery was replaced prior to seven days but without a low battery alert indicating it was changed early and last battery change interval was as expected indicating battery is lasting as long as it should. The following were noted during visual inspection: scratched case, cracked case-corner of belt clip rails and pillowing keypad overlay battery lasts less than expected was not confirmed during analysis. Battery loss was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.